Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to a fractured lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any falls, accidents or trauma prior to the reported event. Per 56-0258, product evaluation form (90154217) was not used, data was entered directly into epiq. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.